Event description:
The ge oec 9800 fluoroscopy system displayed no image on the left (live) monitor during a procedure. It was also noted during the malfunction that the x-ray technique went to maximum values when it did not produce an image

Manufacturer narrative:
A ge oec service representative investigated the issue and found no 14vdc to the left (live) monitor. The cause was a defective ps2 power supply. The ps2 power supply was removed and replaced to repair the malfunction. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.